Manufacturer narrative:
(B)(4) device displays error message. Other (device is not being returned).

Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user reported the occluder modules showed a "?" On the occluder icon. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.